Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 248 mg/dl. Reportedly, the customer changed out supplies or simply cleared the alarm to address the event. Customer reported that healthcare provider recommended supply rotation every 48 hours to address the issue.